Manufacturer narrative:
The device was used for treatment, not diagnosis. An evaluation of the returned device found that the distal hexalobe tip had fractured and became separated from the instrument. The fractured tip was not returned. Inspection of the remaining hexalobe tip revealed circular fracture lines indicative of a torsional overload. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition.

Event description:
The screwdriver tip is broken off.